Event description:
Healthcare professional reported "left breast implant with irregular contours","presenting subcapsular lines, inferring intracapsular rupture", and "presence of a small amount of fluid around the implants." Device remains implanted.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified broken device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional reported "left breast implant with irregular contours," "presenting subcapsular lines, inferring intracapsular rupture," and "presence of a small amount of fluid around the implants." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device has been explanted.